Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella cp with smart assist system section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Event description:
The complainant reported a 70-year-old female patient with acute myocardial infarction / cardiogenic shock was implanted with a impella cp for mechanical circulatory support. The complainant reported that the patient was taken to the operating room for escalation to an impella 5.5. Vascular surgery was consulted to assist with the removal of the impella cp ¿ a clot in the descending aorta near the catheter was noted by anesthesia during the pre-procedure transesophageal echocardiogram. A clot in an appendage was also noted. Medical staff decided to perform a bilateral femoral cutdown with a manual removal of the catheter. The device was removed successfully along with all material and subsequent vascular procedures. The patient survived the event.

Manufacturer narrative:
The investigation into the thrombus issue been completed since the original report was submitted. The device was not returned for investigation. As the necessary information was not provided, the root cause of the thrombus was not determined.